Manufacturer narrative:
Additional MFR narrative: delayed inflammatory reactions that manifest as oedema,induration and nodules, are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. Their aetiologies are numerous. They may be related to an immune response of the body to the implant or to a bacterial infection, as suspected in this case. With medical treatment, symptoms can be quickly fully resolved, without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teosyal products. In this case, the dental procedure may have been a triggering factor of the inflammation.

Event description:
According to the received information, the patient was injected on (B)(6) 2022 with: 1.4 ml of rha 4 in the lip outline, cheeks and temples. 2 ml of teosyal puresense ultra deep in the cheeks and chin. Rha 3 in the nasolabial folds, cheeks and marionnette lines (subject of this complaint). On (B)(6) 2022 , the patient underwent a dental cleaning. On (B)(6) 2022 , the patient complained about hard nodules in both temples, upper lip, nasolabial folds and chin, and a malar oedema in the right malar area, all symptoms of severe intensity. As treatment, the patient was prescribed steroids (prednisone for 5 days), antihistamines (blexten) and antibiotics (amoxicillin for 10 days) on (B)(6) 2022 . An ultrasound was performed on (B)(6) 2022 for the malar oedema, which concluded to an inflammatory process, without evidence of abscess. On (B)(6) 2022 , the patient also received further antibiotics (biaxin and ciprofloxacin, for 14 days) and a first hyaluronidase injection (1500 iu). Other hyaluronidase injections were done on (B)(6) 2022 (300 iu), (B)(6) 2022 (2250 iu) and (B)(6) 2022 (2500 iu). Due to suspicion of infection in the injected areas (as suggested by the inflammation and treatment put in place), the case was assessed reportable. No addition information could be retrieved at the time of this report.